Event description:
It was reported that customer received a motor error alarm during rewind. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and excessive no delivery tests due to motor error alarm. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.